Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm integrated chemistry system. Calibration was acceptable, and quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced and aligned the integrated multisensor technology (imt) pump tubing, replaced the sample probe tip, and cleaned the imt components and windows after observing multiple dirty windows. Then, the cse ran the imt calibration, which passed, performed probe and photometer alignments, ran precision tests, which passed, ran multiple patient samples without any flags, and ran system check and qc, both of which passed. Siemens reviewed the instrument data and observed that the photometer readings were out of acceptable limit at the time of the event, while the air and liquid values of standard a (std a) and standard b (std b) were within the normal range. Siemens evaluated the event and determined that a flow issue potentially contributed to the falsely depressed na results. The system is performing within specifications. No further evaluation is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were repeated on the original system. The repeat results were higher than the erroneous results and matched the patient¿s clinical picture. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.